Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer was having issues with the power cord straps. When the biomed was moving pcus to their wire rack when preparing to transport the devices, that was when a few of the pcu power cords came loose from being strapped. There was no patient involvement.

Event description:
It was reported that the customer was having issues with the power cord straps. When the biomed was moving pcus to their wire rack when preparing to transport the devices, that was when a few of the pcu power cords came loose from being strapped. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pcu power cords came loose from being strapped was not confirmed. Laboratory testing performed on the suspect pcu did not observe any issues that would have contributed to the reported event. The power cord strap was observed to be in good condition and securing the power cord properly as expected. A review of the logs was not required. The report was for an external part and not a device functionality issue. Internal and external inspection of the incident pcu found no irregularities that could have contributed to the reported issue. There was no report of patient involvement. Note to repair center: device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components root cause: the root cause of the report that the pcu power cords came loose from being strapped was not definitively determined. Note that imdrf annex a0401, c07, d15, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.